Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarms occlusion intermittently occurs during normal operation and accuracy testing, reported on (B)(6) 2023, issue occurred during patient use, no adverse patient outcome reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed a check infusion line alarm. During functional testing, an occlusion test was performed with verifying the reading of the force sensor. The reported issue was not duplicated, however the most probable cause for the premature occlusion was due to the tubing set being too small for the rate of infusion or fluid viscosity. The device occluded as intended when pressure was building up, and all readings of the force sensor were within required specification. The device operated as intended. Preventative maintenance and functional testing were performed. A service history review identified no indication that the complaint was related to a service of the device within the review period.